Manufacturer narrative:
An event regarding an alleged dislocation involving a trident 0 deg x3 insert (liner) was reported. Conclusions: patient medical records were reviewed by a clinical consultant. The clinical consultant noted that the revision shell was implanted in more retroversion due to patient dislocating anteriorly. Based on this, the primary shell's position in the acetabulum likely contributed to dislocation. There was no indication that the liner contributed to this event. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient originally underwent a total hip arthroplasty by the hospital's orthopedic surgeon on (B)(6) 2015. The patient was reported to have degenerative joint disease of the right hip that led to the procedure. No complications were reported with follow up physical therapy and anticoagulation ordered. After the surgery less than month, the patient reported to have had some maneuvers in a lounge chair and dislocated the hip. The hip was reported to be replaced twice and noted as unstable. The patient reported she went to the hospital's ER and it was placed back in as well as placed in a knee immobilizer. The patient also reported while in the eye doctor's office she twisted a little and the hip came out. The patient presented back to the hospital on (B)(6) 2015 for revision surgery and a bipolar type hip replacement put back in her.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient originally underwent a total hip arthroplasty by the hospital's orthopedic surgeon on (B)(6) 2015. The patient was reported to have degenerative joint disease of the right hip that led to the procedure. No complications were reported with follow up physical therapy and anticoagulation ordered. After the surgery less than month, the patient reported to have had some maneuvers in a lounge chair and dislocated the hip. The hip was reported to be replaced twice and noted as unstable. The patient reported she went to the hospital's ER and it was placed back in as well as placed in a knee immobilizer. The patient also reported while in the eye doctor's office she twisted a little and the hip came out. The patient presented back to the hospital on (B)(6) 2015 for revision surgery and a bipolar type hip replacement put back in her.